Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an external neurostimulator (ens) for trial stimulation who reported that the patient was awake half the night and felt wiped after procedure. The caller also indicated that the patient was "leery" about sleeping with the device. A second call with the consumer indicated that the patient thought they had a uti because they had pain all the way in their chest. The patient was advised to follow-up with their healthcare provider (hcp). Patient status is unknown at the time of this report and no device malfunctions were reported. There were no further complication reported or anticipated.

Manufacturer narrative:
With additional information, the (B)(4) no longer applies and the serious injury was confirmed to have not occurred. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the health care professional (hcp) on 2017-06-30 reported that this was a test phase and no external neurostimulator (ens) number was available. It was clarified that there was no uti. There were no device issues and the patient wished to proceed with the permanent implant. The temporary leads were removed as scheduled. The cause of the symptoms was not known and it was confirmed that the symptoms had resolved. Patient weight at the time of the event was (B)(6). No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.